Event description:
It was reported a patient's right ventricular (rv) lead presented with high captures thresholds due to dislodgement, confirmed via x-ray. The lead was explanted and replaced in a procedure on (B)(6) 2023. Post-procedure the patient was recovering.

Manufacturer narrative:
The reported events were dislodgement and inadequate capture. As received, a complete lead was returned for analysis. All f our tines were intact. The reported event of inadequate capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.